Event description:
A healthcare worker experienced pain with whitening of the skin on the finger and palm after working with a load after a cycle completed. The worker went to a doctor and the symptoms resolved within one day. The vaporize plate was not in place.